Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle device was implanted into the patient during a procedure performed on (B)(6) 2008. As reported by the patient's attorney, the patient underwent a mesh revision procedure on (B)(6) 2009 due to dysfunctional uterine bleeding and mesh erosion. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
Correction to field b5. Block h6: patient codes 1750, 1888, and 3191 capture the reportable events of vaginal mesh exposure, dysfunctional uterine bleeding and revision procedure. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle device was implanted into the patient during a procedure performed on (B)(6) 2008. As reported by the patient's attorney, the patient underwent a mesh revision procedrue on (B)(6) 2009 due to dysfunctional uterine bleeding and vaginal mesh exposure. Boston scientific has been unable to obtain additional information regarding the event to date.